Event description:
The device was returned for svc with the report of error 33. Info was not provided regarding whether or not the device was in pt use when the reported event occurred. Despite baxter's efforts to obtain additional info from the reporting facility, details were not available regarding pt status, medical intervention, pt injury, age of pt, or medication involved.